Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with far r wave over-sensing exhibited by the implantable cardioverter defibrillator (ICD). No patient symptoms were reported. Further information was requested but not received.